Event description:
It was reported that the right ventricular lead had fractured and high impedance and noise were noted. The impedance trend showed that the impedance was varying for approximately one year. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.